Manufacturer narrative:
Product has been returned and evaluated as of the date of this investigation. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / controls, other/defective product has not been returned for evaluation as of the date of this investigation. RMA was issued.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued.

Event description:
The dealer stated the unit will not alarm.

Event description:
The dealer stated the unit will not alarm.